Event description:
It was reported a patient received inappropriate high voltage therapy. The patient had a history of atrial fibrillation. The patient's rhythm during the stored episode was a supraventricular tachycardia. The patient will be scheduled to make some programming changes. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).